Event description:
3/24: reverse tmp alarm while pt dialyzing. Unable to clear alarm until cartridge blood lines replaced. (#81629n). 3/29: reverse tmp alarm while pt dialyzing. Alarm wouldn't clear until cartridge blood line was replaced.